Manufacturer narrative:
Bottle 3 (ethanol) was not in contact with the corresponding sensor for approximately three (3) minutes from 17:44pm on (B)(6) 2016, which is sufficient time to complete manual replacement of the reagent. The station properties were reset at 17:47pm on (B)(6) 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 3 prior to this action were: ethanol concentration = 63.9%, cycles = 5, cassettes= 362 and days=3. A user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 3 (ethanol) at 17:47pm on (B)(6) 2016. Based on the information provided by the complainant, the affected tissue samples were derived from the "factory 8hr xylene standards" protocol started in retort a at 17:48pm on (B)(6) 2016, which completed successfully at 03:00am on (B)(6) 2016; and the "standard 12 hour breast" protocol started in retort b at 09:33am on (B)(6) 2016, which completed successfully at 21:47pm on (B)(6) 2016. These protocols comprised 118 and 64 cassettes respectively, based on data entered by the user into the instrument software. The reagent in bottle 3 (ethanol) was used for the first time in the final dehydration step of the "factory 8hr xylene standards" protocol started in retort a at 17:48pm on (B)(6) 2016. Bottle 3 (ethanol) was subsequently also used in the final dehydration step of the "standard 12 hour breast" protocol started in retort b at 09:33am on (B)(6) 2016. All other reagents, including the waxes, had been used for at least three (3) previous processing runs without reported incident. The instrument operated within specification during execution of the "factory 8hr xylene standards" protocol started in retort a at 17:48pm on (B)(6) 2016 and the "standard 12 hour breast" protocol started in retort b at 09:33am on (B)(6) 2016. Although the user affirmed in the instrument software that the ethanol concentration in bottle 3 (ethanol) was to be set to 100% at 17:47pm on (B)(6) 2016, information provided by the complainant on (B)(6) 2016 indicated that bottle 3 had been actually been filled with 70% ethanol. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in -threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 3 (ethanol) was used for the final dehydration step in both the "factory 8hr xylene standards" protocol started in retort a at 17:48pm on (B)(6) 2016 and the "standard 12 hour breast" protocol started in retort b at 09:33am on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the both the "factory 8hr xylene standards" protocol started in retort a at 17:48pm on (B)(6) 2016 and the "standard 12 hour breast" protocol started in retort b at 09:33am on (B)(6) 2016. The root cause of the compromised tissue reported by the complainant was a use error. This use error occurred during replacement of the reagent in bottle 3 (ethanol) prior to commencement of the "factory 8hr xylene standards" protocol started in retort a at 17:48pm on (B)(6) 2016 and the "standard 12 hour breast" protocol started in retort b at 09:33am on (B)(6) 2016, from which compromised tissue was reported by the complainant.

Event description:
Leica biosystems received a complaint that tissue from two (2) processing runs, which completed on (B)(6) 2016 and comprised 271 blocks, was compromised. The complainant reported that internal investigation had identified that a member of staff had refilled a reagent bottle with 70% alcohol and set the reagent concentration to the default value of 100% at 17:47pm on (B)(6) 2016. The complainant advised that the reagent concentration had subsequently been set to the correct concentration at 11:47am on (B)(6) 2016. A leica field support specialist (fss) attended the laboratory on (B)(6) 2016 in order to obtain further information regarding the circumstances involved in this complaint and to provide applications support. The variance between the ethanol concentration measured in bottles 3-10 inclusive by the complainant using a hydrometer and that calculated by the instrument software exceeded the acceptable limit in bottle 3 only. The measured ethanol concentration in bottle 3 was 67% and that calculated by the instrument software, which is based on data entered by a user, was 74%. On (B)(6) 2016, leica biosystems melbourne received information that all tissue samples involved in this event were diagnosable.